Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 9 months after the dental implant was placed in ada site 5, loss of osseointegration was verified in type iii bone. Clinician noted peri-implantitis, infection, pain, mobility and inflammation. A crown was placed 4 months after implant placement. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that 9 months after the dental implant was placed in ada site 5, loss of osseointegration was verified in type iii bone. Clinician noted peri-implantitis, infection, pain, mobility and inflammation. A crown was placed 4 months after implant placement. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.